Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with suspected gastrointestinal bleeding (gi) after reports of bloody stools for 3 days. The patient¿s hematocrit (hct) 25% upon admission. Hemoccult positive stool but negative esophagogastroduodenoscopy (egd). The patient¿s hct drop to 24%, anticoagulation held, and octreotide started. The patient¿s hct stable after being off anticoagulation for 3 days. Digoxin and fish oil started during admission to help with bleeding. Holding coumadin in preps of colonoscopy and in doing so, hct stable and will likely won't have scope done per vad coordinator. No additional information was provided.